Event description:
A customer reported an error with the continuous glucose monitor, specifically error code 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for performing a pump reset, and after the reset, the error code did not reappear. The customer was able to successfully start a new sensor session.